Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles, a crease fold, wear/abrasion, and an opening on the posterior side, an observed void >1 mm in non-textured, valve-to shell-bond area was noted. A leak test and microscopic analysis was performed which identified one smooth crease opening. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the posterior assessed as a fold flaw opening. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Patient reported right side deflation, pain, deformed, pressure and so painful it feels like someone is choking the implant¿. Healthcare professional reported "baseline asymmetry prior to having breast implants". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side" deflation, pain, deformed, pressure and so painful it feels like someone is choking the implant¿. Device remains implanted.

Event description:
Healthcare professional reported "baseline asymmetry prior to having breast implants". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.